Event description:
MDR decision date: (B)(4). No serious injury alleged. Malfunction alleged. Dealer stating motor still runs after done raising and lowering. Sometimes it will not raise or lower. MDR filed.